Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Serial number not provided. Patient information has been requested.

Event description:
The customer reported that a patient had an nbp value of 42/17 on (B)(4) 2017 at 09:00 in bed 211 however no alarm was provided at the information center. The device was in use monitoring the patient at the time; the nature of any harm or urgent therapy required has not been provided as of (B)(6) 2017.